Event description:
On 25-feb-2025, carestream health (csh) was informed of an incident related to the drx-evolution system that occurred on (B)(6) 2025. The problem description outlines an injury to the arm of a 9-month-old child.

Manufacturer narrative:
Based on the investigation by the business partner, carestream smes, and the limited information provided by the hospital, there is no evidence of a malfunction in the drx evolution system. Additionally, there is no information available to confirm the drx-evolution contributed to the injury or that user error while moving the equipment with the patient on the table was a factor. The hospital confirmed that the patient does have an injury (broken arm); however, it is the hospital's opinion that the patient's arm was injured (broken) prior to arriving at the hospital. The hospital is conducting an internal investigation into the alleged incident. Carestream is unable to obtain additional information related to this incident or the patient injury.